Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and shortness of breath. An atrial lead position check failure was noted on the right atrial (ra) lead. All atrial tachycardia (at) / atrial fibrillation (af) therapies disabled. The ra lead remain in use. No further patient complications have been reported as a result of this event.